Manufacturer narrative:
(B)(4).

Event description:
Procedure type: distal gastrectomy/roux-en-y. According to the reporter: a minor leak occurred from the hole of insertion at the gastrojejunostomy. The hole was closed with the device. The leakage occurred a few days after the operation, and the tissue had to be additionally resected and anastomosed again in the reoperation. According to the surgeon, the leaked parts were badly stitched.